Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted calcified body fluid covering the distal shocking coil. Visual and radiological imaging confirmed that there was no evidence of fracture. Resistance tests were then completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Calcified material is known to impact impedance measurement. As such depending on how much calcification was on the lead before it was explanted, impedance measurements could have been affected.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high but not out of range shock impedance measurements. A lead fracture was suspected. The lead was explanted. No adverse patient effects were reported.